Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cti (cavotricuspid isthmus) cardiac ablation procedure that the catheter tip had a "weird" slightly curved shape. The procedure was completed without issues. However, after removing the catheter, the tip looked different from usual in that metal inside was visible. No other physical damage was noted on the device. No patient consequences were reported.